Manufacturer narrative:
With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gastrointestinal (gi) bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
A report was received from the clinical database that this patient presented to the hospital on (B)(6) 2016 with lower gastrointestinal (gi) bleeding. International normalized ratio (inr) was 3. The patient was on warfarin and aspirin at the time of the reported event. Capsule endoscopy was performed. The patient was discharged on (B)(6) 2016. The medical team reported that this event is not related to the device. No farther information was provided.

Manufacturer narrative:
Additional information was received via clinical study database that the patient was rehospitalized for planned upper and lower gastrointestinal (gi) scope on (B)(6) 2017. The patient was discharged on (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.